Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Unknown what lead was explanted and repositioned. Therefore, both the leads are reported.

Event description:
Related manufacturer report number 1627487-2019-08856. It was reported that lead migration issue was observed on both leads two vertebral bodies down. Patient denies any traumas or falls. A lead revision was performed on (B)(6) 2019 where one lead was replaced, and the second lead was repositioned into t7 location to resolve the issue. There were no complications during the procedure and effective therapy was restored post procedure. Patient was stable.